Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 40-50mg/dl. Cause of bg level was unknown. No information was provided regarding type of treatment received. Reportedly, customer left the ER the same day with customer in stable condition (bg >100 mg/dl). Reportedly, the customer reverted to manual injections for insulin therapy.